Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 04, 2021 that a wallflex biliary rx partially covered stent was to be implanted in the common bile duct to treat a malignant biliary tract stenosis during an endoscopic bile duct stent placement procedure performed on (B)(6) 2021. During the procedure, the physician attempted to recapture the partially deployed stent. However, the stent shifted and was released in the hepatic side. The stent was removed from the patient and another wallflex biliary stent of different size was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter's city, state/province, zip code: (B)(6). Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10: a wallflex biliary rx partially covered stent and delivery system were returned for analysis. The stent was received fully deployed. Visual examination of the returned device found the clear sheath was accordioned and the yellow jacket was kinked. Microscopic examination revealed the stent cover was damaged in the distal section. No other issues with the stent and delivery system were noted. The reported event of stent positioning issue could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis.the noted damages to the returned device are consistent with the application of excessive manipulation during use as the yellow jacket was kinked, clear sheath was accordioned and stent cover damaged. Taking all available information into consideration, the investigation concluded that the observed failures were likely due to operational factors encountered during the procedure. It may be that the techniques used by the user during inserting or removing the device through the scope, and/or anatomical factors could have increased the resistance and could have caused the user to apply more force, limited the performance of the device and contributed to the observed failures and consequently the reported failure of stent positioning issue. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx partially covered stent was to be implanted in the common bile duct to treat a malignant biliary tract stenosis during an endoscopic bile duct stent placement procedure performed on (B)(6) 2021. During the procedure, the physician attempted to recapture the partially deployed stent. However, the stent shifted and was released in the hepatic side. The stent was removed from the patient and another wallflex biliary stent of different size was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.